Event description:
Physician attempted to place a cook cervical ripening balloon with stylet. The balloon had about 50 cc's, and the balloon ruptured. Balloon was removed intact. An additional attempt was made, and it too ruptured at approximately 50cc's of fluid, again balloon was removed intact. There were no remaining portions of the balloon. No further attempts were made by the physician. Resident attempted to place both cervical ripening balloons.